Event description:
It was reported that the patient developed an infection shortly after implant. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was not return.

Event description:
It was reported that the patient developed an infection shortly after implant procedure. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7054421.